Event description:
Event description boston scientific crm received information that, during a follow-up, the pacemaker had stored false episodes of ventricular tachycardia. The issue was due to ventricular loss of capture. The patient is not pacemaker dependent. Also, the patient was given medication for a tachycardia episode and it was noted that the heart rate fell below the programmed lower rate limit.